Event description:
Nurse entered the patients room and noticed medication/saline was dripping off of the IV tubing below the pump. A small hole was found in the infusion set below the pump. Unknown how much medication was given. FDA safety report ID# (B)(4).